Event description:
This rv lead was implanted on (B)(6) 2017 and remains implanted at the time. A procedure form received on 4/11/2017 stating that the rv lead repositioned from apical location to high septal for best hemodynamic pacing. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).